Event description:
The biomed reported that the users reported belmont rapid infuser, ri-2 smoked and overheated. Data on what was being infused and error codes is unavailable. On 6/13/22, it was updated that the patient died, however the alleged incident did not occur until after the patient had already died. The user facility were infusing prbc's and ffp in a 1:1 mix. The disposable was thrown away.the user noted an infusate over temperature error message just before the smoke was observed.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on (B)(6) 2022. However, disposable set was discarded therefore could not be sent for review. The biomed reported that the users reported belmont rapid infuser, ri-2 smoked and overheated. Data on what was being infused and error codes is unavailable. On 6/13/22, it was updated that the patient died, however the alleged incident did not occur until after the patient had already died. The user facility were infusing prbc's and ffp in a 1:1 mix the disposable was thrown away. The user noted an infusate over temperature error message just before the smoke was observed. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available on if the system was primed and if it was, what solution was used. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. Belmont is currently investigating the returned device. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Manufacturer narrative:
Upon receipt of the referenced rapid infuser, ri-2 , the service engineers were unable to confirm the customer complaint after extensive testing and 48 hours of stress testing at elevated temperatures. They also double checked both input and output temperature probes, the heater control board, the power drive module assembly and they noticed that the output temperature probe sensor was contaminated with blood, an indicator of inadequate maintenance, which may cause the output fluid temperature to reach 39.2 °c (1.2 °c higher than spec limit). . It was also noticed that the ext. Retaining ring from the actuator shaft of the pole clamp assembly was out of track, causing the pole clamp not to latch properly. Otherwise, the system performed according to our specifications upon receipt. No device malfunction could be verified and the root cause could not be determined. Belmont service department cleaned both input and output temperature probe sensors and reassembled the ext. Retaining ring on the actuator shaft of the pole clamp assembly and upgraded the system to the current revision and operated the unit at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The 3-spike disposable set was not returned to belmont for evaluation and lot number was not available; therefore, a thorough investigation of the disposable set is not possible. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Although there is no information available on use of contraindicated fluids during the procedure, certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. In order to ensure that the belmont's device is used as intended by the user facility, belmont's clinical specialist, michael craig visited the user facility in order to conduct a re-training on correct use of the device and avoid any such similar incident in future. The training was conducted on october 19th which included all the clinical staff and it was ensured that they are well aware of the compatible fluids and appropriate usage of the device as per belmont's specifications. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.